Event description:
As per patient: "routine visit from the home health nurse expressed concern about the function of the catheter. A chest x-ray found the catheter had disconnected from the port and was floating freely in the right atrium and ventricle of my heart. The radiologist was able to snare the catheter from the heart with no adverse outcome. The next morning dr. Inserted a one-piece style port-a-cath and I was discharged."